Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Voluntary user medwatch number is (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2016. According to the complainant, during the procedure, a trapezoid rx basket was used in an attempt to crush the stone. However, the tip of the basket detached prematurely before the stone could be crushed. Fluoroscopy confirmed the tip of the basket to be in the bile duct. A balloon was reinserted attempting to remove the tip, but the tip had migrated upstream into a branch in the left intrahepatic duct. Multiple attempts to selectively cannulate the left intrahepatic duct were unsuccessful. The tip of the basket was left to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.